Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the y-fitting and between the catheter and the maquet sheath. The extracorporeal was returned connected to both ends of the y-fitting and cut at 14.9¿ from the y-fitting rear. A visual examination of the returned product was performed and no breaks were detected in the sensor¿s optical fiber. Several kinks were detected on the iab catheter. There are five kinks located at 33.5cm, 36.3cm, 53.6cm, 54.1cm, and 75.7cm from the iab tip. A laboratory extracorporeal tube was used for the leak test. An underwater leak test of the balloon, catheter, y-fitting, and laboratory extracorporeal tubing was performed and no leaks were detected. The technician used a laboratory 0.025" guidewire to go through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion but there was no evidence of dried blood that was observed at the tip of the guide wire. The inner lumen leak test was performed and passed with no leaks. A pump test was performed on the cs300 pump, and no alarm was sounded, the iab passed all tests. The reported event cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event.. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, an air leak alarm occurred on the intra-aortic balloon pump (iabp). The air leak occurred a few times on 12-january-2020 during the day, but resolved without any operator intervention. Then at 2000 hours, the air leak alarm resumed and did not resolve after 15 minutes. The intra-aortic balloon pump (iabp) would re-inflate. The balloon was removed per doctors instructions. The catheter was then submerged in water to test for an air leak and none was found. There was no thrombus or blood in the gas line or balloon tubing. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, an air leak alarm occurred on the intra-aortic balloon pump (iabp). The air leak occurred a few times during on (B)(6) 2020 during the day but resolved without any operator intervention. Then at 2000 hours the air leak alarm resumed and did not resolve after 15 minutes. The intra-aortic balloon pump (iabp) would re-inflate. The balloon was removed per doctors instructions. The catheter was then submerged in water to test for an air leak and none was found. There was no thrombus or blood in the gas line or balloon tubing. There was no reported injury to the patient.